Event description:
During a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced a surgical complication of a posterior rectum perforation during implant dissection leading to fenix device explant. The fenix device was used as part of the surgical procedure. The patient was admitted to the hospital on (B)(6) 2017 for the implant procedure. Surgical procedure and attempted device implant on (B)(6) 2017. Perforation of the posterior rectum in the staple line of a former starr procedure occurred and was discovered during testing of the placement of the fenix device. Based on the perforation, the implant surgery was discontinued and the device was removed as part of the procedure. Patient was given antibiotics on (B)(6) 2017. Patient discharged from the hospital on (B)(6) 2017. The patient is doing fine with no complications after surgery.

Event description:
During a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced a surgical complication of a posterior rectum perforation during implant dissection leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and attempted device implant on (B)(6) 2017. Perforation of the posterior rectum in the staple line of a former starr procedure occurred and was discovered during testing of the placement of the fenix device. Based on the perforation, the implant surgery was discontinued and the device was removed as part of the procedure. The patient is doing fine with no complications after surgery.